Event description:
It was reported that during a da vinci surgical procedure, the cable on the pk dissecting forceps instrument was noted to be frayed at the distal end. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument's pitch cable is frayed at the distal idler. The clevis was undamaged. Failure analysis investigation also found an indentation at the edge of the distal pulley and visible scratches on the surface of the pulley. Failure analysis concluded the indentation was likely due to mishandling / misuse. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, the frayed pitch cable if to recur could cause or contribute to an adverse event.